Event description:
It was reported the rv (right ventricular) and svc (superior vena cava) impedances were greater than 200 ohms. Unacceptable thresholds, blood ingress, and insulation breakdown was also indicated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.